Manufacturer narrative:
Event date approximated since unknown.

Event description:
It was reported that the patient experienced a cerebral vascular accident. In 2017, the patient had a left atrial appendage (laa) closure procedure performed and a watchman laa closure device was implanted. It was reported via social media that the patient had two cerebral vascular accidents with the last one occurring in (B)(6) 2020.